Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a suspected infection. Symptom of leakage was noted at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician was unsure if the infection was device related and its cause was unknown. It was also noted that they were not aware of anything that happened during the procedure that might have contributed to the infection.

Event description:
A report was received that the patient had a suspected infection. Symptom of leakage was noted at the ipg site. The patient underwent an explant procedure.